Event description:
A surgeon removed a port-a-cath from a patient and found that it was broken.manufacturer response (as per reporter) for port-a-cath, power portthought the problem may be related to hitting side of cath when used

Event description:
A surgeon removed a port-a-cath from a patient and found that it was broken.manufacturer response (as per reporter) for port-a-cath, power portthought the problem may be related to hitting side of cath when used